Event description:
The patient was treated for an aneurysm which measured 8mmx6mm with a neck of 3mm. It was reported the first coil (morpheus 5x15) was placed in the aneurysm . The second coil (morpheus 4x10) was also placed, but resulted in a small part of the first coil protuding outside of the coil mass. During the delivery of a third coil, a large loop form a previous coil was noted in the parent artery. The physician was unable to deliver the third coil. The procedure was ended and the patient was placed on medication to prevent thrombus. The patient status was reported as 'ok.'

Manufacturer narrative:
The device involved will not be returned for evaluation as it was implanted in the patient. Add'l model# is x-4-10-t10-mc.